Manufacturer narrative:
(B)(4). The device has been evaluated onsite. The reported condition was confirmed, but not duplicated. The assignable cause were faulty main batteries. The main batteries and battery harness have been replaced. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
During baxter's review of the event history for another report of a colleague infusion pump, it was discovered that a depleted battery set alarm occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is 5.06.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).